Event description:
The hex chipped so it could not be driven in. The case was continued with an add'l anchor without further incident. Add'l info confirmed that all of the anchor was removed. The 5.0 threaded dilator that comes in the package was used to prepare the site. The surgeon experienced a delay of 2 to 3 minutes in order for the circulating nurse to open another anchor.